Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set pulled away from tubing. The following information was provided by the initial reporter: chamber pulled away from tubing.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2023. H.6. Investigation summary: the customer reported drip chamber pulled apart, and returned photos and one used sample. The sample was separated below the drip chamber and the complaint is verified. The root cause is insufficient solvent applied, as well as shallow insertion depth of the tubing. This is due to the manufacturing process, and a funded project is underway in the plant to mitigate the risk of recurrence of this failure. Device history record review for model ms3500-15 lot number 22119173 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set pulled away from tubing. The following information was provided by the initial reporter: chamber pulled away from tubing.